Event description:
Pt described a burning sensation in the lead cap area during post-op MRI of phase I implant. The MRI was stopped and a noticeable redness was noted on the skin surface where the lead cap was. The lead cap was removed one week later.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Other device code: potential interaction.